Manufacturer narrative:
This product remains in service and was not returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device was assigned.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement, greater than 2,000 ohms. Technical services (ts) noted there were no signs of a spring contact issue and suspected a lead fracture. Ts recommended further testing. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information was received from the field. It was reported that this rv lead was confirmed to be fractured.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement, greater than 2,000 ohms. Technical services (ts) noted there were no signs of a spring contact issue and suspected a lead fracture. Ts recommended further testing. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement, greater than 2,000 ohms. Technical services (ts) noted there were no signs of a spring contact issue and suspected a lead fracture. Ts recommended further testing. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information was received from the field. It was reported that this rv lead was confirmed to be fractured.